Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) involved in the reported complaint will not be returned to zoll for evaluation because the customer resolved the reported problem and placed the system back for clinical use. Therefore, no further service was required to be performed by zoll.

Event description:
During the initiation phase of the ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error. The therapy was resumed using another thermogard system. No suspected injury was reported.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.